Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during a procedure, the nurse had prepared a powered handle with a reload and tested the device by fully closing the instrument, but she could not open the instrument. Then, it was firing itself without touching the firing button. The nurse changed to a new reload.

Manufacturer narrative:
Manufacture reference number: (B)(4). Evaluation summary post market vigilance (pmv) led an evaluation of one reload. Visual examination of the staple cartridge noted that the loading unit was partially fired to the 4.5 cm cut line. The loading unit was loaded into a pmv representative instrument (powered handle) for functional testing. The loading unit loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the loading unit was then applied to test media. All remaining staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the loading unit from cycling again. A review of the appropriate device history record indicates this device lot number was released meeting all quality specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
Per FDA request, this report was electronically resubmitted. Legacy coding: method (10, 38, 3367, 3266); results (213); conclusion 61). Manufacture reference number: (B)(4). H3- evaluation summary post market vigilance (pmv) led an evaluation of one reload. Visual examination of the staple cartridge noted that the loading unit was partially fired to the 4.5 cm cut line. The loading unit was loaded into a pmv representative instrument (powered handle) for functional testing. The loading unit loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the loading unit was then applied to test media. All remaining staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the loading unit from cycling again. A review of the appropriate device history record indicates this device lot number was released meeting all quality specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.